Event description:
It was reported that the shaft separation occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad). A 3.00 x 20mm agent drug-coated balloon (dcb) was selected for left heart catheterization (lhc). The target lesion properly prepared with non-boston scientific intravascular lithotripsy (ivl) and intravascular ultrasound (ivus). When the catheter was advanced and positioned proximal to the lesion, the catheter unable to cross the lesion, and the shaft broke. The physician was removed the device in one piece without any problems. The procedure completed with another agent dcb and there was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks along the length of the shaft but the reported shaft break/separation was not detected. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis unable to confirm the reported event, as there was no break present.

Event description:
It was reported that the shaft separation occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad). A 3.00 x 20mm agent drug-coated balloon (dcb) was selected for left heart catheterization (lhc). The target lesion properly prepared with non-boston scientific intravascular lithotripsy (ivl) and intravascular ultrasound (ivus). When the catheter was advanced and positioned proximal to the lesion, the catheter unable to cross the lesion, and the shaft broke. The physician was removed the device in one piece without any problems. The procedure completed with another agent dcb and there was no patient complication reported.